Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe was without the packaging and the needle handle was incomplete. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, the disposable preflush catheter irrigator was used and found without packaging bag and needle handle was incomplete. After being informed of the situation, the preflush catheter irrigator was replaced, causing no harm to the patient.